Event description:
Additional information was received from a manufacturer representative (rep). When asked to clarify the patient's impedance values rep reports high impedances of >19000 on the date of appointment. Rep reports that no physical damage to the leads had been confirmed at this time, however the patient can't utilize stimulation with one contact on each lead working. Rep reports there was no evidence of the device not charging. Rep reports it is unknown if the program the patient was using at the time was one in which the stimulation was not meant to be felt, rep states the patient could not turn their stimulation up due to the impedance issues. Rep reports the impedance issues would not allow the patient to increase stimulation. Patient still to discuss with their healthcare provider potential lead replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not feel like the implanted neurostimulator (ins) was stimulating and they were not able to turn their stimulation up.  The pt also felt like the ins was not charging even though it looked like the ins was charging.  The pt met with a manufacturer representative (rep) on (B)(6) 2025 who checked their ins and their equipment, and they performed an impedance check.  The rep found that all contacts were orange indicating that they were short or open.  Contacts 5 and 14 were the only contacts that were green and within normal limits.  The pt stated they did not know of any factors that could have caused / contributed to the impedances; the pt denied having any falls, pushing, pulling or lifting heavy objects.  The pt was going to discuss a possible lead replacement with their clinician.  The cause was not determined.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-mar-26 additional information was received from the patient. They reported they were waiting a month to see if fluid around the leads was preventing them from feeling stimulation / not responding. If the issue does not resolve, then the lead may need surgical replacement. The issue was not resolved and surgery was not planned as of the time the pt responded to the follow up letter. On 2025-apr-08, the rep provided additional information stating the pt had changed doctors and the new doctor referred the pt to a surgeon for lead revision. No further information was provided. On 2025-apr-15 the rep confirmed that no appointments have been made for surgical consult yet. The rep will provide an update when they have more information.